Event description:
Patient was scheduled for a relook angiography following peripheral angioplasty which was performed the day before. The sheath had been left in to facilitate administration of medication. The relook procedure was scheduled to check the patient's condition and to remove the sheath. While removing the pulsed spray catheter from the sheath, the hub of the sheath separted from the sheath's body, remaining intact in the patient. A small incision was made and the sheath was removed without any apparent harm to the patient.